Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was the malfunctioning processor board due to failed component(s), likely attributed to the age of the device. The autopulse platform was manufactured in june 2009 and is over 14 years old, well beyond its expected service life of 5 years. Visual inspection revealed a cracked screw well on the front enclosure, unrelated to the reported complaint. This appeared to be the characteristic of harsh impacts due to user mishandling. The front enclosure was replaced during the last service at zoll in february 2023, and it was replaced again to address the observed physical damage. Archive data review showed the occurrence of system error - 132 (internal watchdog timeout) around the reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. The malfunctioning processor board was replaced to remedy the system error. Subsequently, the autopulse platform was tested with the large resuscitation test fixture (lrtf) for 10 minutes, and the platform passed the test without any fault or error. During further inspection and servicing of the device, the autopulse platform failed the load cell characterization test, unrelated to the reported complaint. The root cause of the noted failure was the failed load cell #2. The load cell failure was likely attributed to mishandling such as a drop, or the age of the platform. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
**UDI related data quality updates only**